Event description:
As reported by the user facility, a pt underwent an interventional angiography procedure involving seven (7) stents. During the procedure the pt received anti-coagulation drugs intravenously to include integrelin, heparin, ticlid, as well as, kardegic and mopral 20. No pre-placement angiogram was performed. An 8f angio-seal device was deployed and the physician reported hemostasis appeared to be achieved. Following the procedure, the pt was taken to intensive care and monitored. Four hours post-procedure, the pt experienced a vagal reaction. Blood samples were drawn which revealed a drop in hemoglobin to 6 (normal levels are between 11 and 14). Echo doppler scarpa g + abdominal area revealed an active retroperitoneal bleed at the puncture site and the pt was sent for surgical intervention. The cardiologist has stated that no device components were located during surgery. However, the vascular surgeon has not provided a surgical report, therefore, this statement cannot be confirmed. When in surgery the pt arrested, cardiopulmonary resuscitation (CPR) was performed but the pt expired.